Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 169 mg/dl. The customer also reported they had jumped into the pool while connected to their insulin pump. Customer reported their insulin pump was exposed to moisture. It was found there was no visible moisture in the pump or behind the led display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. No button error alarms noted. The insulin pump has cracked case at the display window corners and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.